Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ueb1, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer via the manufacturers¿ representative reported that the doctor and patient decided to revise the lead after there was no efficacy with the long term implant. The doctor stated that the lead may have migrated based on change in symptom control from the trial to the implant and x-ray comparison. It was unknown if the issue resolved at the time of report. The device was explanted. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.